Manufacturer narrative:
Terumo has not received the device for evaluation; therefore, the investigation has yet to be completed. Terumo plans on submitting a follow-up report when the investigation is complete and when more information becomes available. For this reason, terumo references evaluation conclusion code 11.

Event description:
The user facility reported to terumo cardiovascular that prior to cardiopulmonary bypass, during prime, there was air in the oxygenator. *no patient involvement *product was changed out *procedure completed successfully.

Manufacturer narrative:
This follow-up report is submitted to FDA in accord with applicable regulations ¿ and as indicated by terumo cardiovascular systems in the initial report submitted to the FDA on april 1, 2026. Upon further investigation of the reported event, the following information is new and/or changed: b1 (updated report type). B2 (added outcome attributed to adverse event). B5 (added describe event or problem). D4 (corrected model number, lot number, expiration date and primary unique device identification (UDI) number). D9 (device availability - added date returned to manufacturer). G3 (date received by manufacturer). G6 (indication that this is a follow-up report) . H2 (follow-up due to correction and additional information) . H3 (evaluation is in progress, but not yet concluded) . H4 (corrected device manufacturer date). A second follow-up will be submitted upon completion of the investigation and/or submission of new information, thus tcvs references conclusions code 11. The product being reported does not have a primary unique device identification (UDI) number associated as it is non-sterile and is intended for further processing into convenience kits. Non-sterile products are subsequently sterilized once incorporated into a convenience kit. Non-sterile product is at no time introduced into commercial distribution. All available information has been placed on file in quality management for appropriate tracking, trending, and follow-up.

Event description:
Additional information indicates that the event occurred during cardiopulmonary bypass.